Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultralink meter was reading inaccurately high as compared to another meter. The complaint was classified based on the customer care advocate's (cca) documentation. The patient stated, the alleged issue began on (B)(6) 2011 at approximately 5am. The patient reported blood glucose results of "240mg/dl" with the subject meter and "85mg/dl" on another meter, (onetouch ultramini) performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient claimed, he was experiencing symptoms of "aching and heavy arms and muscles" approximately 20 minutes before he tested on the subject meter. It is unknown if the patient made any adjustments to his usual diabetes management routine due to the alleged issue and denied receiving any treatment. At the time of troubleshooting, the cca noted the patient's process for testing was correct, the subject meter's unit of measure was correct, and the results obtained were from the same approved sample site. A quality control solution test was not performed since the patient did not have the solution available. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and do not correlate with lfs's definition of a serious injury. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because, the subject meter did not meet lfs's accuracy criteria.